Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The lead remains in use. No adverse patient effects were reported.